Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy restored post-op

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2021 prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external devices and patient lost therapy. Troubleshooting did not resolve the issue. Surgery may occur to address the issue.